Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The battery tray was confirmed to be not be functioning as intended. The batteries were replaced and the system passed checkout. The battery will not be returned for analysis because it was discarded at the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure, when the system was being turned on, that the system is showing a red blinking led on the battery indicator. The other 4 leds are lit blue. Multiple different outlets were tried, the system was rebooted, and they allowed time for the system to charge, however, this troubleshooting did not resolve the issue. There was no patient involvement. This is an allegation of the battery not functioning as intended. The leds are functioning as intended.